Manufacturer narrative:
Details of complaint: the customer reported that the ECG readings on this zm transmitter only show up if they hold the ECG block securely in place. Otherwise, it wiggles around and doesn't make a connection. There was no patient injury reported. Investigation summary: the device with the reported issue was returned for evaluation. During the evaluation, the reported issue was duplicated. The root cause was determined to be the center case that malfunctioned due to an electronic failure. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #:pu-681ra serial #:(B)(6) device manufacturer date: 06/28/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no. Cns: model #:pu-681ra serial #: (B)(6) device manufacturer date: 07/12/2022 unique identifier (UDI) #: (B)(4) returned to nihon kohden: no. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H3 device evaluated by manufacturer? H11 additional manufacturer narrative.

Event description:
The customer reported that the ECG readings on this zm transmitter only show up if they hold the ECG block securely in place. Otherwise, it wiggles around and doesn't make a connection. There was no patient injury reported.

Manufacturer narrative:
The customer reported that the ECG readings on this zm transmitter only show up if they hold the ECG block securely in place. Otherwise, it wiggles around and doesn't make a connection. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device(s) were used in conjunction with the transmitter: cns: model #:pu-681ra serial #: (B)(6). Device manufacturer date: 06/28/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no. Cns: model #:pu-681ra. Serial #: (B)(6). Device manufacturer date: 07/12/2022. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: no.

Event description:
The customer reported that the ECG readings on this zm transmitter only show up if they hold the ECG block securely in place. Otherwise, it wiggles around and doesn't make a connection. There was no patient injury reported.